Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an unexplained high blood glucose reading of 600 mg/dl. She stated that the drive support cap appeared to be normal and recessed. She found no air in the tubing and no leaks. She ran a manual prime and stated that insulin did exit. The basal settings were incorrect and customer was assisted in correcting them. The bolus wizard settings were correct. Customer was not able to run a high pressure test. Customer treated with a bolus and the blood glucose had gone down to 390 mg/dl after changing the infusion set. Nothing further was reported.